Event description:
Treatment of a ruptured right posterior cerebral artery (pca) aneurysm. Post procedure, it was reported that the pipeline that was implanted on (B)(6) 2012 had occluded since the patient could not receive anti-platelet therapy due to the aneurysm being ruptured prior to the procedure. The patient subsequently expired.

Manufacturer narrative:
The device has not been returned for evaluation.(B)(4).